Manufacturer narrative:
The airsense 10 device was returned to resmed for an investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an airsense 10 autoset caught fire. There was no reported incidence of death or serious injury to the patient.

Manufacturer narrative:
The airsense 10 autoset device was returned to resmed for an investigation. Visual inspection of the device could not confirm the reported device caught fire, but did reveal thermal damage. Simulation tests were performed in an attempt to replicate the damage found on the returned device; the damage was not consistent with the damage found on the complaint device. The investigation determined that the root cause was an external heat source or flame. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an airsense 10 autoset caught fire. There was no reported incidence of death or serious injury to the patient.